Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the cartridge tubing, luer lock, and the infusion set tubing. The customer's blood glucose (bg) level was 240 mg/dl. The customer successfully primed the tubing to remove the air. Additionally, the customer reported a low bg level of 42 mg/dl. Reportedly, the customer was unsure of the direct cause of the low bg level. However, the customer believed the bg level may have been due to exercising. The low bg level was addressed with glucose tablets and carbohydrates.